Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-aug-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had their ins and lead replaced. It was reported that the impedances on all electrodes were over 4000. There were no known contributing factors to the reported event. The impedance had been checked with the clinician programmer and a replacement was completed. It was reported that the issue was resolved at the time of the report. No patient symptoms were reported. No further complications were reported or anticipated.